Manufacturer narrative:
(B)(4). Date sent 10/14/2024. D4 batch #897c54. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gcflgb reload was received partially fired 1/16 and with an opened package. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 897c54, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for 917c52, that the manufacturing criteria were met prior to the release of the equipment

Event description:
It was reported that during a lobectomy surgery, after fired, noted the staples malformed. There was no patient consequence reported. No additional information can be provided.